Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "suspect leaking or deflated." Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d9, h3, h6. Device evaluation: the device related to the reported event of deflation was received on august 04, 2025 with lot number 535439. Based on the device analysis grid, the assessments of the complaint are: deflation: not observed. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "suspect leaking or deflated." The device has been explanted.

Event description:
Healthcare professional reported right side "suspect leaking or deflated." Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, d.6b, h.6.